Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been initiated with regard to this event. No preliminary results are currently available.

Event description:
While performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), the surgeon implanted the checkpoint deep into the pelvis and it could not be removed.